Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user had rebooted machine, but it would not come back up to log in screen. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-may- 2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that system drawer failures might have contributed to high cpu usage and delayed application launch. A technical support specialist dialed into the device and verified that med application was launched and functional, allowing users to pull medications. The customer was informed that the issue had been resolved. The system functioned as intended after the technical support specialist verified the device.